Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump over infused humulin r to a pt. The pump was programmed to deliver at a rate of 4ml/hr; however, the customer stated that 100ml was delivered in one hour. The customer also stated that there were no signs of a leak in the IV container or fluid on the floor. The device was tested by the customer and performed as expected. The customer's blood sugar was measured and observed to be in the 60's. "The blood sugar never fell below 60 after the incident."